Event description:
A report was received that the patient underwent an explant procedure due to infection. This event was related to the procedure and to the device and has been resolved.

Manufacturer narrative:
Additional information was received that three days after the implant procedure the patient had a progression of pain in the subcutaneous area where cellulitis and discharge appeared.

Event description:
A report was received that the patient underwent an explant procedure due to infection. This event was related to the procedure and to the device and has been resolved.

Event description:
A report was received that the patient underwent an explant procedure due to infection. This event was related to the procedure and to the device and has been resolved.

Manufacturer narrative:
Additional information was received that the patient's infection wound was related to the leads and splitters at the lumbar incision site. The symptoms were redness, fever and drainage. The patient was administered antibiotics and the event has resolved.

Event description:
A report was received that the patient underwent an explant procedure due to infection. This event was related to the procedure and to the device and has been resolved.

Manufacturer narrative:
Additional information was received that the infection wound was also related to the lead extensions.

Event description:
A report was received that the patient underwent an explant procedure due to infection. This event was related to the procedure and to the device and has been resolved.

Manufacturer narrative:
Additional information was received that the explanted devices will not be returned. At this time the model numbers and serial numbers of the devices is not known.

Event description:
A report was received that the patient underwent an explant procedure due to infection. This event was related to the procedure and to the device and has been resolved.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50 serial # (B)(4) description: infinion 1x16 perc lead kit-50 cm model #: sc-3400-30 serial # (B)(4) description: infinion splitter 2x8 kit (30 cm) it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to infection. This event was related to the procedure and to the device and has been resolved.